Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was report that after inserting multiple needles through the cartridge septum, the needles became blocked. Customer changed the needle to resolve the issue. Customer's blood glucose was not impacted.